Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a stomach biopsy procedure performed on (B)(6), 2010.according to the complainant, during the procedure, the cups could not be opened. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.this event has been deemed a reportable event based on the investigation results; jaws bent and failed to close.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the cups were open more than expected and one jaw was bent at the tang hole section. Functionally, after handle actuation the jaws move backwards instead of perform a normal close movement. Peened eyelet height was measured and was found within specification, furthermore, the curves were also measured and were found to be within specification. The condition of the returned incident device was consistent with the complaint since the cups would not open as expected. However, it was found that the device could not perform a normal close movement and one jaw was bent. The most probable root cause is operational context due to excessive force applied to the device because of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4)